Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav, but no significant deformations or damage was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in progav. Result: based on our investigation results, we can determine visible deposits in the progav. The deposits did not affect the technical properties at the time of the investigation. The aforementioned over drainage can be traced back to the prosa supplied with (B)(4). Please refer to report (B)(4) for detailed investigation results. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system leads to a deterioration in performance, depending on its location, quantity, and consistency. The investigation of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (#fv414t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event as # 3004721439-2025-00189.